Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100%, chronic total occluded target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 2.25x38 synergy¿ drug eluting stent was advanced but resistance was encountered upon delivering the device to the lesion. The device was removed and the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged with struts distorted, bunched and lifted from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on exposed distal portion of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple severe kinks on the hypotube. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100%, chronic total occluded target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 2.25x38 synergy¿ drug eluting stent was advanced but resistance was encountered upon delivering the device to the lesion. The device was removed and the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.